Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
Date of occurrence: (B)(6) 2025 summary of circumstances: placement of a bd insyte¿ autoguard¿ winged 22ga*1.00in catheter with a defective screw thread. Unable to insert tubing due to defective catheter adapter. Clinical consequences: repositioning of the patient with a new catheter.

Manufacturer narrative:
The complaint of a damaged thread on the blue catheter adapter was confirmed, and the cause appeared to be manufacturing related. One 22g winged insyte autoguard IV catheter was provided for investigation. A visual and microscopic examination revealed deformation on the threaded end of the catheter adapter. The damage likely occurred during manufacturing. There were no other similar complaints from the implicated lot. The appropriate manufacturing personnel were notified of this complaint. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately.

Event description:
No new information.